Event description:
1. On (B)(6) 2026 npce identified evidence of a lead break. Signal artifact and high impedance were noted on the on the left parietal depth lead secured with a dog bone with lead protection. The lead is contralateral to the rns device. 2. The lead programming was turned off. The patient reported that she hit her head hard when exiting her car, which may have contributed to the lead break 3. The lead was replaced on (B)(6) 2026.

Manufacturer narrative:
(B)(4). Review of the ecog and impedance data are suggestive of a potential lead break. The explanted product was not returned to neuropace for analysis.